Event description:
Caller reported experiencing a cgm error 42 multiple times. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.